Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on the report from the patient's treating physician, the most likely root cause of the driveline infection and arrhythmias (with subsequent low flows) is the mobility of the driveline. Investigations of complaints with similar circumstances were reviewed. Infections are known risks in patients with percutaneous lines and/or implantable devices. They are a known potential complication associated with all patients implanted with vads and are multifactorial in etiology. The most likely origin of the infection can be identified by blood, urine, and wound cultures and related diagnostic testing. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately seven weeks after the implantation, the patient developed intermittent ventricular tachycardia with subsequent decreased vad flow estimations and was transferred back to the hospital. The site further reported that the patient had an ongoing driveline infection and that the driveline cable was continuing to move with each of the patient's breath. The patient's cardiologist reported that this was causing the velour on the driveline to become intermittently exposed with the patient's breaths and that the mobility of the driveline cable/velour was causing ventricular irritability and thus the arrhythmias and low flow. During these low flow and arrhythmia events, the patient is reported to have experienced dizziness, hypotension and tiredness. The site reported that the patient was treated with antibiotics and with the use of a compression bandage on the driveline. The patient was later transferred back to the rehabilitation facility. The site has indicated that it will consider cardiac transplantation if the patient's driveline infection does not improve in the coming weeks.